Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, adverse event, migraine, fatigue, alopecia, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received. Product indication updated. Events added: dysmenorrhea (cramping) and nickel allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adverse event, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: she received treatment for: dysmenorrhea (cramping). Date(s) of removal: (B)(6) 2016 (as per pif discrepancy noted). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-feb-2023: new reporter of lawyer added, product start date updated and reporter causality comment updated or annex f added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, uterine bleeding, pelvic pain and bloating. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy (uterus) to remove the essure device). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adverse event, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: she received treatment for: dysmenorrhea (cramping). Date(s) of removal: (B)(6) 2016 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: history: status post essure procedure 8 years ago, subsequent miscarriage. Findings: the essure microinserts are in the expected position of the fallopian tubes. Contrast is administered into the uterine cavity which appears normal without evidence of a filling defect. None of the contrast passes into the fallopian tubes and none of the contrast spills into the peritoneal cavity. Impression: bilaterally obstructed fallopian tubes. [Pathology test] on (B)(6) 2016: final diagnosis : uterus, cervix, hysterectomy: nabothian cysts. Uterus, endometrium, hysterectomy: secretory pattern. Uterus, myometrium, hysterectomy: no pathologic diagnosis. Fallopian tubes, left and right, bilateral salpingectomies: paratubal cyst, small, right. Contraceptive device present, bilateral. Specimen description: uterus, cervix, bilateral fallopian tubes and essure. Clinical diagnosis: pelvic pain, dysfunctional uterine bleeding. Gross description: the right fallopian tube -an approximately 2.5-cm long piece of coiled metal consistent with an essure contraceptive device is identified within the proximal end of the tube and extends into the right cornu. The left fallopian- an approximately 2.5-cm long piece of coiled metal consistent with an essure contraceptive device is identified within the proximal end of the tube and extends into the left cornu quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporetrs,medical history,lab data,added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, adverse event, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Company causality comment. Incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.